Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix this issue, the fse carried out an operation check. The fse also replaced the executive processor servo board, video generator board, and coil cable as a precautionary measure. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Although he performed an operation check, there was no re occurrence. As it was less than 1 year after delivery (within the warranty period), as a precautionary measure, the executive processor servo board, video generator board and coil cable were replaced. After replacement, the operation was inspected based on the inspection record sheet, and it was found to be in good condition. Repair within warranty period. The failure analysis and testing department received the following parts associated with this complaint cable, coil cord, video gen. Board, exec. Processor board these parts were received with a reported unit failure message of cardiosave system shutdown. Performed visual inspection of these parts received and all parts looks to be in condition. Installed all parts into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of shutdown system.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Also, the fat dept, pumped the unit and cardiosave test fixture worked correctly. All parts passed testing. Cable, coil cord in the fat dept. Sending following parts to the supplier for further investigation. Video gen. Board, exec. Processor board the failure analysis and testing dept. Received exec processor serial number from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed in circuit testing, along with manual testing, and all tests passed. No abnormalities were detected. The board passed testing. The failure analysis and testing dept. Installed exec processor into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual. The board passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Retaining the board in the fat. The fat dept. Received from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation. During the initial visual inspection, it was found that the thermal pad was applied incorrectly and c255 was cracked. The ict test resulted in a failure due to r229 being damaged. The fct test encountered a touchscreen error. Component u41 is suspected to have an issue. Please see attached document received from supplier for their investigation. Retaining this board in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient for acute myocardial infarction, the cardiosave intra-aortic balloon pump (iabp) system shutdown. The device was replaced from cardiosave to cs300 and the treatment was continued there was no patient harm reported.